Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Additional 510(k)#s that also apply to this complaint: k160533; k161523. This report is associated with MFR report number: 3005168196-2019-00419.

Event description:
The patient was undergoing a thrombectomy procedure in an arteriovenous (av) graft in the left arm using an indigo system separator d (sepd) and an indigo system catd aspiration catheter (catd). It should be noted that according to the physician, the graft had been clotted for two weeks or more. During the procedure, the physician experienced resistance while advancing the sepd and an indigo system catd aspiration catheter (catd) in tandem. However, it was also reported that the resistance felt during advancement was nothing more than the physician normally expects in these procedures. After making several passes in the target vessel with the tandem devices, the penumbra sales representative was looking at the fluoroscopic visualization and realized that the distal tip of the sepd wire had broken off and had become embedded in the thrombus within the patient¿s arm. The devices were then removed from the patient and the mechanical thrombectomy procedure was ended. Unrelated to the broken piece of wire, the physician decided to transfer the patient to the operating room (or) for an open thrombectomy procedure to remove the heavy clot burden. During the open thrombectomy procedure the physician removed the clot and the broken piece of wire from the patient and the procedure was ended. There was no report of an adverse effect to the patient.